Manufacturer narrative:
Patient identifier = sid (B)(6). A review of tickets determined that there are no other complaints for lot number 96870un20. Return testing was not completed as returns were not available. File sample testing was not performed as retesting of the samples gave expected normal results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. A review of historical data for the ict diluent, lot number 96870un20, did not identify any trends, systemic issues, or nonconformances. Based on the investigation, no systemic issue or deficiency of the architect c16000, serial number (B)(4), or the ict diluent, lot number 96870un20 was identified. Postal code : (B)(6).

Event description:
The customer observed falsely decreased sodium results on architect c16000 processing module for multiple patients. The results provided were: sid (B)(6) initial sodium=112 mmol/l /repeated=140 mmol/l. Sid (B)(6) initial sodium=108 mmol/l /repeated=138 mmol/l. There was no reported impact to patient management.